Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported an impella 5.5 was placed for support of a patient admitted in with cardiac and systemic comorbidities. The pump was supporting when purge pressures rose and purge blocked alarms were present. The team troubleshooted but no pump explant was planned. The pump remained on for use despite the malfunction. The patient's outcome is stable.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was returned for evaluation. The pump was returned for investigation. A kink in the catheter was observed at the kink protector. Some biomaterial was noted at the outlet cage and was easily removed with a dental pick. The purge gap was found to be free of biomaterial, and further priming testing revealed no blockage in the purge line, with the pump operating as expected in a bucket of water. The data log shows a 1-hour gradual rise in purge pressure followed by a high purge pressure (hpp) alarm for about a day, after which the high purge pressure issue was resolved with a gradual decrease trend. The pump was utilized for another 3 days without issue. The cause of the high purge pressure issue was biomaterial buildup, based on data log review and returned product investigation.